Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their holter monitor caused their implantable cardioverter defibrillator (ICD) to shock them. The ICD remains in use. No further patient complications have been reported as a result of this event.